Manufacturer narrative:
(B)(4) is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. No product returned.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used (B)(6) 2022. During the procedure, the clip would not release after deployment, the tech had to manually manipulate it in order to release the clip. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result to this event.